Manufacturer narrative:
Exact patient age is unknown but is (B)(6). Cautery pin detached. Current failure. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the returned device found that the cautery pin had detached from the handle. The unit extended and retracted according to specifications. The condition of the returned device was consistent with the complaints of current failure and cautery pin detachment; the complaint was confirmed. The detachment of the cautery pin, although it was not noted until the snare and active cord were disconnected, likely resulted in the cautery failure. A definitive root cause for the reported failures could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, current could not be delivered to the snare to cut the target polyp; thus the snare was used to remove the poylp without cautery. This resulted in bleeding, but it was reported to be no more than expected and the physician was not concerned. Hemostasis clips were used to resolve the bleed. The device had been inspected prior to use and it was reported that the cautery pin was securely attached to the handle; however, the cautery pin detached when the active cord and snare were disconnected. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, current could not be delivered to the snare to cut the target polyp; thus the snare was used to remove the poylp without cautery. This resulted in bleeding, but it was reported to be no more than expected and the physician was not concerned. Hemostasis clips were used to resolve the bleed. The device had been inspected prior to use and it was reported that the cautery pin was securely attached to the handle; however, the cautery pin detached when the active cord and snare were disconnected. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.